Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 58 and blood glucose was 140 mg/dl. Customer was not aware that pump was off and blood glucose elevated to 210 mg/dl. Customer declined troubleshooting.